Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 559 mg/dl. The customer¿s blood glucose level was 559 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with the insulin pump. Customer noted they forgot to change the bolus, and did not need to troubleshoot. Nothing was returned or shipped.